Event description:
It was reported that during the surgical procedure the surgeon could not see in the left side of the high resolution system viewer. When the system endoscope was removed from the patient, it was noticed that the lens of the left eye was missing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The affected endoscope was replaced and returned for repair. It cannot be determined if the missing lens fell inside of the patient during the surgical procedure.